Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient was reported to have passed away in their sleep. It was not reported if the patient was hospitalized prior to death. The patient was reported to have received unspecified antibiotics. It was not reported if an autopsy was performed. It was not reported if dianeal therapy was ongoing until the time of death or if the home patient was performing therapy at the time of death. Additional information is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported issue. A visual inspection was performed and found no issues. The power on self-test was successfully performed. One hour therapy was successfully performed. The device passed all check and calibration tests successfully. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.